Event description:
On (B)(6) 2013, patient reported was hospitalized for a non-diabetes related event and she experienced severe hypoglycemia when she attempted to resume infusion device therapy. Her nurse tested her blood glucose, and it was 34 mg/dl. She woke the patient up and had her drink juice. Patient reported, she would not have been able to self-treat hypoglycemia had the nurse not woken her. Patient did not wish to troubleshoot the issue and said she will resume infusion device therapy when she feels better. She believes hypoglycemia was caused by medication she received at the hospital and lack of appetite. No allegations were made against the infusion device or related supplies. No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.